Manufacturer narrative:
Concomitant medical products: w4tr01 crtp, implanted: (B)(6) 2019. 479888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing possibly contributing to inappropriate event termination. The ra lead remains in use. No patient complications have been reported as a result of this event.